Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's father claimed that the patient's cgm was reading both higher and lower than the patient's blood glucose meter, however, no example readings were provided. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.